Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing out the cartridge and infusion set. To address the occlusion the customer changed out the cartridge and infusion set and resumed insulin.